Event description:
It was reported that on (B)(6) 2006 the patient presented with l4-s1 degenerative disc disease. The patient underwent disk replacement at l4-5 using synthes prodisc, and alif l5-s1 using abbott infix anterior cage and rhbmp-2/acs. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.